Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned without a reported event. A failure event was observed during analysis. A complete lead was returned for analysis. Visual analysis found two external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the heart located at the distal portion of the lead. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.